Event description:
One each: small contaminant in the plastic tray, a hair, taped in place.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.